Event description:
A pt had been receiving univentricular support with a ventricular assist device (vad) since 8/5/96 (64 days). While crossing a door threshold during pt ambulation, loud compressor noise and the sound of an air leak was heard. The drive console was reconnected to hospital compressed air and vacuum without any pt compromise. Upon investigation, a disconnected pressure tubing fitting was found at the compressor providing pressure to the back-up drive module for the vad.